Event description:
During preparation of farawave, we tested deployment of the flower and found that the petals did not sit flat even after trying to manipulate them. The petals seemed twisted and would not adjust to the proper position.